Manufacturer narrative:
The device was returned to the manufacture and the event could not be duplicated and no evidence of the red substance could be found. The device was returned to the customer after the eval.

Event description:
It was reported that when the device set was opened for a procedure a red substance that leaked from the handpiece was found in the sterilization case. There was no pt involvement or adverse consequences related to this event.